Manufacturer narrative:
The returned device is new and unused in package and is not the device that was purported to have caused the hypogylcemic event. However, it is the opinion of the ae assessor that it is likely since the patient had declining chronic kidney disease that insulin may not have been cleared from his system and resulted in hypoglycemia. It appears that the button the spouse is referring to is the bolus button located at the end of the v-go. The bolus button must be physically depressed to give a bolus,so the bolus button being stuck in will not deliver any additional insulin.

Event description:
Letter received (B)(6) 2019 from wife of v-go user states: (B)(6) 2018. My husband decided not to put a new vgo on until our thanksgiving dinner because he did not want to waste what was left in the old one. So, at approximately 4:00pm, he replaced his vgo. We had a nice family dinner and went to bed. At approximately 2:00am, I hear my husband gurgling. I wake up and find him unresponsive. I called 911 to take him to the hospital. His blood sugar was 18. Once he was stabilized, I took the vgo off of him, about three-fourths of the vial was empty. The emergency room asked me if it was the vgo again. Originally, I told them no. It was 2:30am and I about lost my husband. I was not thinking clearly at the time. The next day, in the hospital, my husband and I were talking about what had happened that night because he did not remember anything. I told him his vgo was almost empty. He stated that he did not know why because he put it on right before thanksgiving dinner and only pushed the button twice. So, somehow, the button must have stuck in and was releasing insulin into his system. The emergency room told me that if I did not hear him gurgling that he would not have woke up the next morning. With a low blood sugar of 18, it has hurt other organs. Since then, his kidney function has significantly decreased to 25. He will be having to start dialysis soon and possibly a transplant in the future.